Event description:
An infusion pump with user error where the piggyback soft key was pressed in error. The event occurred during patient infusion. The incident happened during patient infusion of morphine. Reportedly the incident occurred approximately two years ago and it is not known if there was any pt injury or medical intervention.